Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult or delayed positioning in the anatomy (gripper arms caught on leaflets). The reported material protrusion/extrusion (actuator mandrel came out of the device approximately 6 inches) appears to be due to the procedural condition. The unintended movement of clip opened while locked appears to be a cascading effect of the actuator mandrel retraction. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked. It was reported the mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr). When the clip was advanced, the gripper arms got caught on the leaflets. The clip was inverted, and the grippers were freed without causing injury. The leaflets were grasped, and the clip was placed. During deployment, when retracting the actuator knob the actuator mandrel came out of the device on the proximal end about 6 inches and the clip opened approximately 100 degrees. To ensure the clip remained stable on the leaflets an additional clip was implanted. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.